Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator change out procedure. Upon interrogation, the right ventricular lead exhibited intermittent undersensing and loss of capture on the bipolar vector. Programming changes were made. The patient was in stable condition.